Event description:
Per the clinic, the patient has been a non-user since 2017 (specific date not reported). The patient also requested to remove the device due to migraines since 2019 (specific date not reported) and to perform MRI procedure. Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached.